Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right atrial lead had high thresholds which led to premature battery depletion. The right ventricular lead was noted to have low svc impedance. During the revision procedure, a new atrial lead was attempted but not able to be implanted due to the patient's anatomy, so the chronic lead remains in use. One device was attempted but could not be implanted as the setscrew could not be engaged, so another device was implanted and the chronic device was explanted. The right ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.